Manufacturer narrative:
Device evaluation: results of investigation: the carefusion analysis rep received the vela main pcba (printed circuit board assembly) was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode. Viewed event error log and found multiple xdcr fault occurred. Pressure transducer calibration was performed, to which it failed calibration on 0cmh2o. Switched unit to operation mode; vent inop. The carefusion failure analysis rep reported the problem was duplicated because of vent inop. Event log displayed xdcr fault.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) and xdcr (transducer) fault alarms while using the vela ventilator. The customer reported to have calibrations done but only to have repeated failure. The customer reported the engineer concluded the main pcb (printed circuit board) is faulty and is requesting a new main pcb. The customer reported the involved component is available for evaluation but will not return the defective product unless carefusion has provided a replacement. The customer reported patient involvement, but no known patient impact or consequence associated with this event.